Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery device activated on its own. Jaws turned bright red. No patient injury. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections : g-4, h-2, h-3, h-6, h-10. Trackwise # (B)(4). The heater wire appeared to be slightly flexed at the center from the hot jaw was inadvertently marked as analyzed failure " material twisted/bent'. Upon re-investigating it was concluded that the flex is consistent with how a device typically appears after clinical use.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: b5 - event description changed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery device activated on its own. Jaws turned bright red inside the body. No patient injury. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery device activated on its own. Jaws turned bright red. Harvester unplugged device and removed it from the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #: (B)(4). The device was returned to the factory for evaluation on 16dec2019 and investigated on 11feb2020. A visual inspection was conducted. Signs of clinical use were observed. Charred tissue and blood was observed on the heater wire. Blood was also observed on the cannula shaft and the handle. The heater wire was observed to be slightly flexed away from the hot jaw at the center, but remained attached at the base and tip. The silicone insulation was observed to be intact, no visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based on the returned condition of the device and the evaluation results, the reported failure "self-activation or keying" was not confirmed, but the analyzed failure mode ¿material twisted/bent¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery device activated on its own. Jaws turned bright red. No patient injury. A replacement device was used to complete the procedure. The hospital did not report any patient effects.